Event description:
Customer reported that the insulin pump alarmed during the manual prime. Customer also stated that the drive support cap was sticking out. Customer's current blood glucose reading is 241 mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.